Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: correction on field d10, the initial report omitted the full name of the "clv-190 ¿ sn: (B)(6) device. Additionally, the "maj-1430" device is included since it was inadvertently missing on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed an intermittent communication error code b30. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm. Related patient identifier: (B)(6). For an additional device reported for same event (b)(3).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer spoke to our technical assistance center and was advised to remove maj-1430 cable; then power cycled both units and the error code b30 was cleared which resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.